Manufacturer narrative:
17-dec-2025-product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control

Event description:
Brush heads are not staying securely attached to the hand piece-oral-b power oral care refills [device breakage]. Counterfeit product-oral-b refills [product counterfeit]. Case narrative: consumer reported via e-mail that brush heads are not staying securely attached to the hand piece. No injury reported follow-up: on 17-dec-2025: product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads are not staying securely attached to the hand piece-oral-b power oral care refills [device breakage]. Case narrative: consumer reported via e-mail that brush heads are not staying securely attached to the hand piece. No injury reported.